Event description:
Caller reported a cartridge alarm with the pump, indicating a high blood glucose level without a specific value, only "high" displayed. Customer self-administered a correction injection using multiple daily injections (mdi) and did not require third-party assistance. Cts resolved the issue by sending a replacement pump and advised the customer on using a backup therapy to ensure continuous insulin delivery. Customer was informed about storage mode and the procedure for returning the defective pump and acknowledged all instructions.